Event description:
Customer reported an issue with the panorama central station, which may affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the sys. Corrections included replacement of the system's power distribution board and video board. Sys was calibrated and safety tested to factory's specifications.